Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported needle to cuff miss/ suture retrieval issue was not confirmed as not all components were returned for analysis. Entrapment of device/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2616 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the proglide device was not retrievable and the device could not be removed without cutting the edge of the suture with scissors. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The sheath was upsized to 18fr and the evar procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the four additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.